Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was over 600mg/dl. Insulin pump had motor error alarm. Customer was able to clear the alarm and rewind also. Customer declined to troubleshoot. The insulin pump will be returned for analysis.